Event description:
Was used on a patient at the time of noticing the issue, upon inspecting the other 3 he believes them to not be right as well

Manufacturer narrative:
A complaint was received involving a circumcision clamp that reportedly when tightening the nut the metals touched.. No long-term complications or serious injury have been reported. The device has not been returned for evaluation; therefore, the root cause of the event cannot be determined at this time. Follow-up activities are ongoing to obtain the device and additional information related to the event.